Manufacturer narrative:
Investigation summary: DHR review. Model: b2-70072-f. Lot number: 20063534. Qty: 3,000. Qn/deviation: zero. Mfg date: may/26/2020. No qn¿s were found for the reported lot. Trend review: a trend review was performed for model b2-70072-f and no qns related to this failure mode were found in a 12-months period (june 15th, 2020 to june 15th, 2021). A trend review was performed for model b2-70072-f and no additional complaint related to this failure mode was found in a 12-months period (june 15th, 2020 to june 15th, 2021). Investigation summary: a picture of the filter in the b2-70072-f was shared by customer, in the photo the filter was observed with and arrow pointing a side of the filter. According with the picture, the filter is not showing any leak, also, no traces of medication was observed. Samples were requested, but according with the customer, the samples was not available, since no sample was received for evaluation, and the picture is not showing the leak, therefore, it wasn¿t able confirm the leakage in the filter. Root cause definition: a picture of the filter in the b2-70072-f was shared by customer, according with the picture, the filter is not showing any leak and since no sample was received for evaluation, the failure mode could not be confirmed. Corrective and preventive actions: no preventive and corrective actions required since the failure mode could not be confirmed. We will continue to monitor our customer feedback processes for any similar incidences, implement any corrective actions as appropriate.

Event description:
It was reported that the 105"admin set 20dp w/filter 2ysites clmp experienced leakage. The following information was provided by the initial reporter: material no: b2-70072-f. Batch no: 20036534. It was reported by the nurse that this set leaked. Patient was not harmed. Event date; (B)(6) 2021.